Event description:
The account alleged the bed has no knee and head function. While troubleshooting, the account found that the bed will run down unintentionally if raised manually.

Manufacturer narrative:
Repairs have not been completed.